Event description:
According to the reporter, intra-operatively in a laparoscopic hysterectomy procedure, the device¿s cannula was broken. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.